Event description:
The customer reported via phone call that there was a crack on their display. The customer reported a crack present on their case. Customer did not drop or bump their insulin pump. The customer's drive support cap was not damaged. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with cracked display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.